Event description:
This rv lead was implanted on (B)(6) 2004 and was explanted on (B)(6) 2014 due to an unknown reason. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).